Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. As received, the monitor would failed incoming testing. Upon evaluation, the monitor exhibited a failure at bga component u500 (dsp) on ca board sn (B)(4). Root cause investigation is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was experiencing abnormal shutdowns.